Manufacturer narrative:
(B)(4). The reported complaint of 'tube kinking' was confirmed upon investigation of the returned sample. The actual sample was received for evaluation and the visual inspection done on the returned sample revealed no kinks or abnormalities. A review of the manufacturing process confirmed that tracheal tubes undergo 100% visual inspection as part of the product release criteria. Any such kinks would be detected as out of specification. The kink may have been resulted from any obstruction inside the trachea during product use. Additionally, the IFU indicates that reinforced tracheal tubes may be used to minimize the risk of kinking during use. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the exact root cause of this reported issue was undetermined. No manufacturing related root cause identified for this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the patient was intubated, the tube was found to be kinked. Patient did not have desaturation due to doctor changed the tube right away."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient was intubated, the tube was found to be kinked. Patient did not have desaturation due to doctor changed the tube right away."